Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the infusion set tubing. Customer's blood glucose was approximately 304 mg/dl. Customer primed the tubing to remove the air and resumed insulin delivery.